Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fallopian tube reveals coiled metallic shards that appear fragmented aggregating to 0.5 cm /'), pelvic pain ('pain / chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, abdominal pain and impaired quality of life. Concomitant products included morphine, ondansetron (zofran) and pethidine hydrochloride (demerol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), tooth disorder ("dental problems") and rash ("rashes"). The patient was treated with surgery (davinci laparoscopic total hysterectomy and davinci laparoscopic total hysterectomy, para tubal cyst removal). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, dysmenorrhoea, tooth disorder and rash outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, rash, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: device deployed with 4-5 folds of occluding device present in the uterine cavity. Discrepancy to be noted in essure removal date as (B)(6) 2011. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fallopian tube reveals coiled metallic shards that appear fragmented aggregating to 0.5 cm /'), pelvic pain ('pain / chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, abdominal pain and impaired quality of life. Concomitant products included morphine, ondansetron (zofran) and pethidine hydrochloride (demerol). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), tooth disorder ("dental problems") and rash ("rashes"). The patient was treated with surgery (davinci laparoscopic total hysterectomy and davinci laparoscopic total hysterectomy, para tubal cyst removal). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, dysmenorrhoea, tooth disorder and rash outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, rash, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: device deployed with 4-5 folds of occluding device present in the uterine cavity. Discrepancy to be noted in essure removal date as (B)(6) 2011. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.